Manufacturer narrative:
A ge service representative performed an on site investigation. The real time operating system (rtos) and general purpose operation system (gpos) were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not perform fluoroscopy. This resulted a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no injury or death associated with this event.